Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with moderate tortuosity and moderate calcification. The 2.0 x 15 mm mini trek balloon catheter was advanced without issue. During the fourth dilatation, air continued to pull from the balloon when negative pressure was applied. No air was noted inside of the device. The maximum pressure used was 14 atmospheres (atm). Inflation was stopped and the device was checked. It was noted that the device could not be connected properly to the inflation device and the hub of the mini trek was deformed. A new 2.0 x15 mm mini trek was used successfully with the same inflation device, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough ex, floppy, guide catheter: launcher 7f fl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.